Event description:
During the procedure the membrane scraper had diamond flex come off into the patients eye.======================manufacturer response for epi-membrane scraper, peregrine 23 gauge membrane scraper (per site reporter).======================no response as of this date.